Manufacturer narrative:
The user reported a rash at the insertion site, first noticed in late september. The issue appears to be related to either the tegaderm or the steri-strips used at the site. No information was provided regarding whether the condition has remained the same, improved, or worsened. The user's hcp is aware of the event and prescribed a cortisol cream. Per dms records, the user has not used the system since friday, 15 august 2025 at 11:18 pm.

Event description:
Senseonics was made aware of an incident where user reported a rash at the insertion site, first noticed in late (B)(6) 2025. The issue appears to be related to either the tegaderm or the steri-strips used at the site. No information was provided regarding whether the condition has remained the same, improved, or worsened. The user's hcp is aware of the event and prescribed a cortisol cream. Per dms records, the user has not used the system since friday, 08/15/2025 at 11:18 pm.